Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported inaccurate delivery. On an unspecified date and time, the device was programmed to deliver normal saline. No specific programming parameters were provided. After an unspecified length of time; the customer contact reported the delivery took longer than expected to be completed. The volume that was expected to be remaining and the actual volume remaining were unspecified. The device was removed from clinical service. Ater approximately 15-20 minutes therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested no additional information was provided.